Manufacturer narrative:
The system was examined and the reported event was not replicated. The aberrometer was cleaned as a preventative measure. The system was tested and found to meet product specifications. Based on quality assurance assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore the root cause of the reported event is unable to be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the systems calculations were off. Additional information has been requested.